Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded receiver log found hardware battery errors. The reported event of a hardware failure was confirmed. However, a definitive root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. Dexcom technical support had the patient perform a reset and the reset was successful for reported issue. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Also, the data log was provided by the patient. The data was reviewed on 03/26/2015 which confirmed the reported event of hardware error and that there were indications of gaps in transmission. A follow-up report will be submitted once the evaluation is complete.